Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to patient comorbidities and medical treatment. There are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Infection/sepsis is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection, including non-device related infections. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient experienced a driveline infection and was treated with oral keflex three times daily. The patient also complained of diarrhea. Blood cultures were positive. The patient was given intravenous (IV) antibiotics.  The patient was discharged on (B)(6) 2015. Intravenous antibiotic treatment ended on (B)(6) 2015. The site indicated that the infection and positive blood cultures were not related to the device.  No further information was provided.